Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited pacing impedance measurements greater than 2,000 ohms. Additionally, noise was observed on the rate/sense channel. The high pacing impedance measurements and noise could not be recreated in clinic. An invasive procedure was performed. The device was successfully explanted and replaced. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted all seal plugs were intact and all setscrews moved freely. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Visual inspection of the header port noted the location of the lead seal ring marks indicated the lead had not been fully inserted within the port. This was likely the cause of the out of range pacing impedances and noise on the rv lead.